Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient had her PICC line assessed and discovered there was a fracture in the line, right beside the secure cath. PICC line removed and dressed appropriately. No delay in patient treatment. New PICC line will not be acquired. PICC was inserted in the right arm, exit site marking 22.5cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 4 cm and 5 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported patient had her PICC line assessed and discovered there was a fracture in the line, right beside the secure cath. PICC line removed and dressed appropriately. No delay in patient treatment. New PICC line will not be acquired. PICC was inserted in the right arm, exit site marking 22.5cm. No patient harm; used for chemotherapy.